Event description:
It was reported that this product was part of a system revision due to infection approximately one month post implant. This device was explanted. No additional adverse patient effects were reported. Information indicates a new system was not implanted at this time. The product is in possession of the hospital. No additional adverse patient effects were reported.